Event description:
The user had been using the cane for assistance in walking due to a leg/knee problem. In 2006, it was alleged that the metal leveling pin suddenly pushed into the hole by itself, and the cane collapsed causing the user to fall and break his wrist. According to the initial reporter, the user suffered serious fracture that has required surgical repair.